Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit discontinued malfunction MDR reporting for reported events of difficult stylet removal on accucath ace devices as it has not caused or contributed to deaths or serious injuries in the past two years, and because the likelihood of a death or serious injury as a result of this malfunctions is remote per the product risk document. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap). The initial complaint appeared to be a reportable occurrence however after further review it was determined that a reportable event had not occurred.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that the customer reported that the guidewire stuck in the patient's arm. No other information was provided.